Event description:
An orthopedic surgeon was concerned about product. The device is used in fractures of the tibia and femur and surgeons often remove this type of device after the fracture has healed. Dr stated that he has heard that surgeons have had problems removing the nail and couldn't get them out because of the design of the device which has flutes/ridges that grasp into the bone and a window on the anterior surface that allows bone ingrowth. Dr stated that co has stopped production of this device and has redesigned it, but is not recalling the old design and denies that there is a problem.dr is concerned that extent of the problem will not be realized for some time since the device is left in place for about a year and co started distributing the device about 1 - 1 1/2 years ago.